Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display had gotten dimer gradually. Patient reported that removal of the lens film did not resolve the issue. Patient denied that there was trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that pump powered on to dim and discolored verify screen with the appropriate audible and vibratory alerts. No other defects were observed.